Manufacturer narrative:
E1: (B)(6). Devic e evaluation: the reported complaint was unable to be confirmed as no sample was returned and no photos were received. Testing was not conducted for the investigation. There were no non-conformances found during the DHR review. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that there was a leak from the infusion line. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn 3012307300-2024-08628 for details pertinent to this event.